Event description:
It was reported that customer experienced damaged cartridges from box of ten over several times within past month, with fill rod being very hard to push in and out before loading and causing cartridge alarms, including after pump replacement on 4/24/2026. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and technical support arranged cartridge replacement through return authorization, with no additional outcome details reported.